Event description:
Allegedly, a nurse developed a latex allergy while working in a hospital. Ssl americas, inc. Was notified of the alleged event through a process of litigation involving several companies. It is unclear that device was used or caused any injury to the pt.